Manufacturer narrative:
Following service, 5 patient samples were repeated and the results were the same. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The investigation determined the service actions (cleaning the flow path and replacing the electrodes) resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found an issue with the electrodes. The fse cleaned the ise flow path and replaced the electrodes. The investigation is ongoing.

Event description:
The initial reporter complained of ise qc issues on a cobas 6000 c (501) module. The customer ran qc on the afternoon of (B)(6) 2023 and the results were out of the acceptable range. The customer calibrated and repeated qc with acceptable results. The customer pulled patient samples for repeat testing and discrepant results were identified for 2 patient samples tested for ise indirect na for gen.2. Patient 1 initial result was 139 mmol/l. The repeat result was 146 mmol/l. Patient 2 initial result was 132 mmol/l. The repeat result was 139 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct and amended reports were issued. The na electrode lot number with expiration date was not provided.